Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. The device was filled with 5-fluorouracil and 5% glucose with final volume of 85ml. After 3 days, the weight was approximately equal to the initial weight. There was no report of patient injury or medical intervention associated with this event. No additional information is available.